Event description:
Information received by medtronic indicated that the battery cap contacts came off and the insulin pump had a blank display. Troubleshooting was performed and found that the battery cap was damaged. Advise customer to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.